Event description:
It was reported that the physician's tablet was not turning on despite being charged with the cable. When the tablet was plugged in, the light on the side lit up. This confirmed that the tablet was charging but the tablet still wouldn't turn on when the power button was pressed. Information was later received that all the trouble shooting measures were taken. It was mentioned that the power button will not depress as it normally would. A replacement tablet was provided to the physician as a result.

Event description:
The tablet was received on 07/28/2016. An analysis was performed on the returned tablet and the reported allegation of "mechanical problem, failure to power on or off" was verified. The cause for the anomaly is associated with an upside down power button. It appears that the power button had been accidently removed while in the field. When the power button was replaced, it was replaced upside-down in the tablet. As a result, when the power button was pressed, the post on the power button was striking the power board led and not the on/off switch, preventing the tablet from powering on. Also the digitizer pen had a depleted battery. Once the power button was installed correctly and the battery was replaced in the digitizer pen, no further anomalies associated with the tablet were identified during the analysis.